Event description:
Pt self tester reports discrepant results compared to the lab. Pt unsure of decimal place value at lab on (B)(6) 2010. All results on (B)(6) 2010 were within 30 minutes. Pt's target therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.